Event description:
On event date the account reported a rbc of 2.4 x 10e6/ul and a hemoglobin (hgb) of 7.3 g/dl from the cd1400. The result was questioned and the pt was sent to the hospital ER. The pt was redrawn in the ER and the rbc was 3.58 x 10e6/ul and the hgb was 11.0 g/dl. There was no impact to pt treatment. No injury was reported.